Event description:
When clips were applied to vessel, the vessel was cut through instead of just clipped. Second clip applier performed the same way. The clip appliers were removed from the surgical field and no longer used.